Event description:
Procedure type: thoraco/lobectomy. According to the reporter: third firing seemed to be successful, but parts of device came off. One of the parts could be retrieved, but the other one was missing. It could not be found by x-ray, so the doctor concluded the part would not remain in the cavity, but somewhere out of the cavity. No bleeding. No tissue damaged. The case was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).